Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I generated from alinity I processing module and provided the following data: sample ID (B)(6) initial result was 63.7 ng/l and repeat result was < 4 ng/l. Repeat on another analyzer was < 4 ng/l. This was for a 61 year old male patient. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I generated from alinity I processing module and provided the following data: sample ID (B)(6) initial result was 63.7 ng/l and repeat result was < 4 ng/l. Repeat on another analyzer was < 4 ng/l. This was for a 61-year-old male patient. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I stat high sensitive troponin-I reagent, lot 79018ud00. A search for similar complaints identified an increase in complaint activity for lot 79018ud00, however, no trends were identified for list number 08p13. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the customer¿s issue. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Accuracy testing was performed with a retained reagent kit of lot 79018ud00. All validity and acceptance criteria were met, indicating the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitive troponin-I reagent, lot 79018ud00.